Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
It was reported that the customer experienced a false positive result with an ID now covid-19 assay. It was further reported that the customer performed repeat testing using the following methods: ID now retained lysis buffer, ID now using a second swab from the patient while in the ER, and pcr. All repeat testing measures obtained a negative covid-19 result. The customer confirmed the patient was asymptomatic for covid-19. Although requested, no further information was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
It was reported that the customer experienced a false positive result with an ID now covid-19 assay. It was further reported that the customer performed repeat testing using the following methods: ID now retained lysis buffer, ID now using a second swab from the patient while in the ER, and pcr. All repeat testing measures obtained a negative covid-19 result. The customer confirmed the patient was asymptomatic for covid-19. Although requested, no further information was provided.